Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient visited emergency room due to occlusion at site which led up severe hyperglycemia with high ketones event on (B)(6) 2026 which was treated with fluids and subcutaneous insulin in hospital.